Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported surgeon was drilling for acetabular screw and the flexible shaft broke in half. All parts were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h6 correction d4:(B)(4). Visual examination of the returned product identified the drill could be removed from the flex driver however no lot could be found. The drill had wear on the shaft. The driver had fractured in the middle of the device with the spring looking twisted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process, once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.